Event description:
It was reported that the customer was hospitalized due to high blood glucose of 30mmol/l. It was stated that the activate button and the arrow buttons were sticking and hard to press. It was stated that the customer was disconnected from the insulin pump, and his blood glucose was treated with an insulin drip. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.